Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. The customer treated with manual shots. The customer reported sensor issues. The customer stated that when she removed the sensor cannula, it appeared bent. The product was not returned for analysis.